Event description:
A piece of a surgical instrument (a duck bill grasper) broke off inside of the pt during a procedure. We noticed the instrument was broken and began to search the floor, drapes and look in the body cavity with the laparoscopic camera. Radiology xray with c-arm and the item was located and then taken out with a laparoscopic instrument by physician, no part of the instrument was left behind inside of the pt. We finished the bilateral inguinal hernia repair with no other incident.